Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the black builds up in the tip. The physician believes that it was from the high concentration of meds.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 3.3mg 20mg/ml via an implantable pump. It was reported that the patient had increased pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed and unable to aspirate the catheter. They disconnected the pump in the operation room (or) and attempted to aspirate catheter without success. The catheter had black build up in it. The catheter was removed and discarded on (B)(6) 2025. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.